Manufacturer narrative:
The returned product was patent. The device did not meet the requirements for leak testing as there was a disconnection at the drainage bag luer adapter. The male luer was observed to be broken off and a large crack was found on the drainage bag luer adapter. It is unknown how or when the damage occurred. There was proteinaceous debris noted within the product. The instructions for use that accompany the device caution that "in order to avoid possible cracking of the luer connectors after cleaning with alcohol, allow to air dry completely prior to connecting the system." The IFU also cautions "all connections should be finger tightened. Over tightening can cause cracks and leaks to occur." A review of the manufacturing records showed no anomalies. All external drainage and monitoring systems are 100% leak tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that when the surgeon detached the bag and poured the fluid, the drain port cap ruptured. Reportedly, there was no injury to the patient.